Manufacturer narrative:
(B)(4) was not returned for evaluation as it remains implanted. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection which revealed a loose connector nut that was easily turned and completely removable. Log file analysis revealed a vad disconnect and a high watt alarm on (B)(4) 2016. A driveline connector repair was performed without a pump stop that resolved the issue. The most likely root cause is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Heartware has opened an investigation to further evaluate loose driveline connector issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage. The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
During vad routine visit the vad coordinator noticed that the rear nut of the driveline connector was able to be turned. Service report indicated that the driveline connector rear nut was easily turned and completely removable. Locking mechanism fully functional and secure. There as no pump stop during the thread cleaning (done per fs0009 rev 2) and the repair was done outpatient basis. Verification of repair was done.